Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that two days post-implant the right atrial (ra) lead had dislodged and exhibited no capture. The lead was turned off. No patient complications have been reported as a result of this event.